Manufacturer narrative:
Product analysis: no sensing issues were identified during analysis. Display wires were found to be pinched, with compromised insulation. The case was found to be broken. The battery drawer was found to stick. Internal contamination was found on encoder and connector components. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not sensing. The epg was returned for service. There was no patient involvement.